Manufacturer narrative:
(B)(4). One used blade was returned for evaluation. The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edge form. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edge form is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been affected which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history record was performed which confirmed no inconsistencies. The device was built to the then current specifications. After the evaluation the root cause was determined to be a manufacturing issue which has since been addressed. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a surgical procedure, it was reported that the blue plastic part came loose from the inner blade. The piece was removed from the body and everything is okay with the patient. The surgeon managed to remove the blue plastic part. The issue created a minimal delay, no patient injury reported and the procedure was completed with a backup device on hand.